Event description:
It was reported that the pt expired; the cause of death was unk. The pt had been in hospice care. It was unk if the death was device related. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly found - normal device function. The returned catheter segment revealed acceptable catheter testing.